Event description:
It was reported that the device was not collecting any blood. It was replaced with a back-up device. There was no blood collected and therefore no blood was discarded. Because the device was not only being used as a drain and not for reinfusion, no pre-donated or bagged blood was required. There were no adverse consequences to the pt.

Manufacturer narrative:
The device will not be returned to the MFR for eval.